Event description:
It was reported that a tibial articular surface provisional instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - provisional bottom. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.